Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm and a cartridge alarm (alarm 05) occurred. Customer confirmed they had followed the prompts during the load sequence. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.